Event description:
The customer reported the collimator deviation exceeds 3% of source to image distance. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a beam alignment and collimator alignment. System operates as intended. (B)(4).